Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. The insulation was found intact. Multiple deformations of the outer and inner coils were observed between 5 cm and 22 cm distal to the is-1 connector pin. Furthermore cuts in the insulation were noted. These damages most likely occurred during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted due to twiddler's syndrome. Should additional information be received, this file will be updated.